Manufacturer narrative:
Age at time of event: 68 or 69 years date of birth: 1949 device code: (B)(4) relates to component code: 3038. Device evaluated by MFR.: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece, and also returned was an un-identified guidewire. The shaft was checked for damage and the device was checked for functionality. Visual examination showed a slight kink approximately 45cm from the tip. The returned guidewire also had a kink approximately 63cm from the tip. The guidewire was inserted into the device and traveled approximately 45cm were resistance was felt. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. Bsc ID #: (B)(4) / tw #: (B)(4).

Event description:
It was reported there were removal difficulties. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery. After doing the procedure, there was a great amount of resistance removing the device potentially due to the acute angle of the iliacs. They were able to work past the resistance. There was about a 30 second delay in removing it from the patient. A pin and pull method was used to remove the device. The catheter and wire were not stuck together. There were no patient complications and the patient condition was stable.